Event description:
It was reported that the video system center had error code e226 and the image was not visible which also had bad image color. The issue was found during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.